Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Log files provided indicate sticky valve. Investigation found excessive debris/sticky fva output pin. The fva lip seals will be replaced. Additionally during investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further evaluation and will be replaced with new batteries. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem. " the pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.